Event description:
Needle leaking where line attaches to the hub. (One sterile sample is available for this lot) the used product was discarded.

Manufacturer narrative:
Complaint investigation (B)(4). This report was assessed and determined to be an MDR based on our MDR reporting criteria. Follow up will be provided as add'l info is received and complaint investigation analysis (B)(4) is completed.